Manufacturer narrative:
Ptc investigation result received on 14-jan-2015. Ptc global number (B)(4). Lot number was reported as c95076 (production date 15-aug-2014; expiration date 31-aug-2017). Final assessment, failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, micro-insert was stretched and detached. The delivery catheter found to be broken. Inner catheter assembly also found to be bent. All IFU steps were completed. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking during the procedure and detachment difficulty are anticipated events. The risk to the patient for these types of breakage events were assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this product technical complaint was initiated due to reported product technical issue (breakage). The ae case also refers to a usability issue (complicated insertion). However, at this point in time no adverse events were reported. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. The batch documentation of the reported batch was reviewed. The provided complaint sample was investigated with no failure detected. The technical assessment concluded unconfirmed quality defect and noted that the possibility of micro-insert breaking during the procedure is an anticipated event. However, an assessment regarding a causal relationship between a potential quality defect and an adverse event is not possible as no adverse event was reported. This medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. The first device was inserted without problems. During insertion of second device, after rolling back the thumbwheel second time, the delivery catheter appeared to remain attached (device deployment issue). Then, the physician continued to attempt detachment and, at that point, the outer coil broke (considered as device breakage). The event device breakage was considered non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, the device broke during essure placement procedure. No surgical intervention was reported. Therefore, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. According to medical assessment, an assessment regarding a causal relationship between a potential quality defect and an adverse event is not possible as no adverse event was reported. Further information is being sought.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. The procedure was performed in office by a physician who was experienced with essure. The patient received conscious sedation and was comfortable. The first device was inserted without problems. The second device was placed into tube and the physician stated that the gold band was clearly visible outside ostium (of note, prior to deployment the physician's assistant rotated the device in order to make sure that it was the gold band that was visible). The deployment process was performed and the physician believed that she could see the deployed outer coils at the ostium. After rolling back the thumbwheel second time, the delivery catheter appeared to remain attached. The sales representative that was present advised the physician to wait a few minutes. She did not wait long and rotated the device in an attempt to detach it. She was again advised to wait in case there was a degree of tubal spasm. The physician continued to attempt detachment and, at that point, the outer coil broke (more than 50 %, according to her). The delivery catheter then detached. There was still coil left in the tube, which the physician removed with forceps, and also an unwound coil (unclear if it was from delivery catheter), which she attempted to remove. Wire was left inside of the tube. Photos of the coils and delivery catheter were taken, and it appeared that the outer coil was detached and caught on the applicator (it was the distal portion of the coil and it contained approximately 22 coils). A separate photo of the proximal portion of the outer coil was also available and it showed approximately 7 coils attached or next to unidentified material (probably pet fibers) and a stretched out wire. The delivery catheter was entirely intact, so it appeared that the wire was part of the inner coil. A flat plate was performed by the physician and it showed what appeared to be the ball tip of the inner coil and a density consistent with the inner coil, with no other markers. No causality assessment was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. The first device was inserted without problems. During insertion of second device, after rolling back the thumbwheel second time, the delivery catheter appeared to remain attached (device deployment issue). Then, the physician continued to attempt detachment and, at that point, the outer coil broke (considered as device breakage). The event device breakage is non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, the device broke during essure placement procedure. No surgical intervention was reported. Therefore, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage. Further information and product technical analysis are being sought.

Manufacturer narrative:
Company causality comment: upon internal review, this case was found to be duplicated of (B)(4) and will be deleted from bayer database. This medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. The first device was inserted without problems. During insertion of second device, after rolling back the thumbwheel second time, the delivery catheter appeared to remain attached (device deployment issue). Then, the physician continued to attempt detachment and, at that point, the outer coil broke (considered as device breakage). The event device breakage was considered non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, the device broke during essure placement procedure. No surgical intervention was reported. Therefore, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded a causal relationship between a potential quality defect and an adverse event is not possible as no adverse event was reported. Further information is being sought.